Event description:
It is alleged that during a case the scalpel/electrocautery instrument was leaking and the round cautery hook fell off. The hook was retrieved and no adverse events to the patient were reported.